Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the dobbhoff was placed on a patient. After the 2 step xray the dobbhoff was flushed to remove the wire but the green port was completely disconnected from the wire. The customer had to dig for the end of the wire and use fingers to remove it.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One decontaminated sample was received at the manufacturing site for evaluation. Upon a visual evaluation of the sample, the reported issue was confirmed; the hub was observed to be detached. A root cause analysis indicates that the stylet disassembly could occur due to the incorrect set-up of the pistons of the machine used in the manufacturing of this product. As part of continuous improvements an adjustment was made to the pistons of the machine. This action is designed to prevent the recurrence of the reported issue. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.